Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the 2 foley tray were received recently without the foley catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator/machine error ¿. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because a review of the label could not have prevented the reported issue. The device was not returned

Event description:
It was reported that the 2 foley tray were received recently without the foley catheter.